Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the keyboard failed to function. Customer attempted troubleshoot with reboot and power cycling but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard keys were not responding. A technical support specialist (tss) had dialed into the station and applied the steps by following the knowledge article "medes/pas: single/some keys not responding", and the station had been rebooted. The user was asked to check whether the keyboard keys were functioning. The user stated that the issue persists and requested field service engineer (fse) for keyboard replacement. Later, the fse had replaced the keyboard and customer tested it without issues. The system functioned as intended after the field service engineer repaired the device.